Manufacturer narrative:
Device not returned. Correspondence with customer notes that they are having no further issues. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported you can feel the breath when forcefully inhaling/exhaling. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.